Manufacturer narrative:
This is a final report. The type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient reported audible feedback from the sound processor when using the device. Examination of the implant site showed mild infection around the abutment, some skin regrowth and an unusual placement of the fixture with respect to the contours of the patient's head. The processor was touching the skin due to the unusual fixture placement, which caused the feedback. The patient underwent revision surgery to place a new abutment in 2008.